Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the plastic distal end cover (c-cover) bending section rubber (a-rubber), connecting tube, and the universal cord. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.